Event description:
The instrument was fired to create the anastomosis, but after turning the wing nut, the prescribed number of times, the instrument could not be removed. It was noted that the anvil did not flip. The wing nut was given an extra half turn and became detached within the patient. The patient was then opened to remove the anvil. No donuts were found at the time. The surgeon then opened the bowel to remove the anvil and create a colostomy.